Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump was not recording the correct bolus history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/28/2014 with the following findings: the bolus history verified a 1.65 unit of 3.65 unit bolus on (B)(6) 2014 at 9:04pm. The black box revealed a pump reboot at 9:05pm on (B)(6) 2014. All boluses performed during testing recorded accurately in the pump history and the insulin on board calculation was performing correctly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.